Event description:
The customer reported that occlusion issues with their mobi pump began a few months ago and worsened despite supply changes, with multiple occlusions occurring during bolusing each day. There was no adverse impact to the customer¿s blood glucose level reported. Technical support exhausted clinical troubleshooting attempts, leading to the decision to proceed with sending a replacement pump, while the customer continued using the current one and was advised to contact support if issues persisted.